Manufacturer narrative:
Follow-up #1: date of submission 01/06/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2016 with the following findings: call service 054 alarms were observed in black box. On investigation, the pump powered on normally with no alarms. The pump was exercised 24 hours with no power issues or alarms occurring. Investigation did not duplicate the power complaint. Unrelated to the original complaint, the display was dim with and discolored, the battery compartment was cracked the pump case was cracked near top right corner of display with moisture observed in display. Leak testing revealed, the pump leaked at battery compartment and crack in case. The pump was opened for further inspection and revealed moisture damage on the printer circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.